Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was prepared for use during a colonoscopy procedure performed on (B)(6) 2023. During preparation, there was a hair inside the packaging prior to opening. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a180104 captures the reportable event of foreign material present on device. Block h10: investigation results. A captivator cold single-use snare was received for analysis. Visual and microscope inspection of the returned device revealed a hair inside the sealed pouch which was also confirmed as per media inspection. No other problems were noted. The reported complaint of foreign material present in device was confirmed since a hair was found inside the pouch. An investigation to address this problem is in progress. Based on the analysis of the returned device and the information available, the most probable cause is manufacturing deficiency.

Manufacturer narrative:
Imdrf device code a180104 captures the reportable event of foreign material present on device.

Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was prepared for use during a colonoscopy procedure performed on (B)(6) 2023. During preparation, there was a hair inside the packaging prior to opening. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.